Event description:
Upon removal the 3 stage venous cannula, a tear in the ivc was noted when the epicardium filled with dark blood. The pt required repair with suture after going back on the cardiopulmonary bypass machine.